Event description:
The patient is reporting that he has had noise and uncomfortable sensations over the past few weeks. The performance of the patient has also been decreasing over the last few weeks. Surgery is scheduled for 2007.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure will be submitted as a follow-up report.